Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number - (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, microscopic inspection revealed broken wires in the lead 16.5cm from the stim end of the lead.